Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The article concluded that treatment of persistent type b gutter related endoleaks after triple chimney endovascular aneurysm repair can be performed with the placement of coils and adjunctive use of fluid agents. Device not returned.

Event description:
Received an article titled successful management of type b gutter related endoleak after chimney evar by coil assisted onyx embolization. Purpose: the aim was to describe possible management of a persistent gutter related type ia endoleak after treatment of a symptomatic pararenal aortic aneurysm with the chimney endovascular technique. Method: a case study per the article adverse events included type ia endoleak.